Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's leads had moved. It was reported that patient was still having concerns regarding their device but was working with the hcp. The next hcp appointment was (B)(6) 2011. It was noted that the patient needed surgery again to replace 'wires' after (B)(6).